Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a moderate leaking streaming steady liquid located on the lower left edge by the tubing side bag weld. This leak would likely not have been readily noticeable during filling. Magnified inspection of the leak location determined the issue was likely caused during manufacturing when the bag made contact with a machine guide or surface for an excessive time resulting in dragging and eva fraying that led to the leak. Manufacturing controls are in place to reduce the likelihood of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole leak on the left, printed side of the bag. The leak was discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.